Event description:
After balloon angioplasty of the anterior tibial vessel of the right leg, the balloon catheter was withdrawn, and it was discovered that the balloon and part of the catheter it is mounted to had broken off and remained in the patients blood vessel. The rest of the catheter and sheaths were removed from the pts left groin and pressure held until hemostasis was achieved. The patient was taken to the operating room for surgical removal of fractured catheter and possible bypass. FDA safety report ID #(B)(4).